Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer called in to report a replace battery now alarm after recently changing the battery. The customer's blood glucose level was 9.3 mmol/l. The customer was advised that they could continue to wear the device until the replacement arrived. The malfunctioning device will be returned.

Manufacturer narrative:
The insulin pump was monitor without battery for 10 minutes; after re-insert the battery had no unexpected power loss alarm or low battery alarm noted. The sleep current is within specifications. The insulin pump passed displacement test and self test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.